Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this report, the likelihood of this type of occurrence is rare. Conclusions: a full investigation was unable to be conducted because the product was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: proper application of cautery is dependent, in part, upon a secure connection between the snare and the active cord as well as between the active cord and electrosurgical unit. It is also dependent upon the condition of the active cord and other equipment used with the snare. An insecure connection between these items or equipment in need of adjustment or repair could have contributed to cutting difficulties. This can result in snare removal difficulties, as reported. Buckling of the catheter near the handle can occur if excessive pressure is applied to the handle during an attempt to retract the snare. The information provided indicated the size of the polyp may have contributed to the reported difficulty. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure proper connection to the active cord. The functional test includes verification of conductivity using an ohm meter. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, a cook endoscopy acusnare polypectomy snare was used. The snare would not cut completely through the polyp (the polyp was estimated to be 5 cm in size). The user also noticed the catheter near the handle of the snare began to buckle. The power supply unit was replaced, but the same difficulty was experienced. At this time, it was not possible to remove the snare from the polyp. The catheter and snare wire was cut and the endoscope was removed. The pt was transferred to a larger hospital for removal of the snare. The snare was removed with forceps during a colonoscopy. Another snare was used to remove the polyp. Other than the colonoscopy at the larger hospital, the pt did not require any additional medical procedures. The patient did not experience any adverse effects due to this occurrence.